Event description:
Following an unsuccessful cardiac surgery, the pt was placed on ECMO support whereby 5 oxygenators were used with no noted problems and 2 oxygenators exhibited slight gas transfer performance problems. The 2 units were disposed of by the hosp staff and no s/n info is available. The last unit used (s/n 1597198) exhibited a drop in po2 from 233 to 97 following 4 hrs of ECMO use. Ccp reports that the device performance is related to the pt's compromised health. Ccp also reports that the device performance did not injure or compromise the pt. Pt was in multi-organ failure. ECMO is an off-labeled use of the device.